Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) complained of pain at the ipg battery site. The ipg was reportedly moving/tilting in the pocket and pressing against the patient's ribs and/or pelvis. Consequently, surgical intervention was taken on (B)(6) 2016 and the physician relocated the patient's ipg in a different pocket site.